Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor clinical sales representative (csr) and obtained the following additional information: the csr reported that the event wasn't reported to any ministry of health (moh) or any other authority. The csr was unable to find the requested details or confirm the event date. The csr confirmed that the surgery was completed as planned without complications that could be related to instrument failure. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was further analyzed by the advanced failure analysis (afa) team who confirmed all of the initial findings. Based on the amount of damage observed to the distal end, the scratch marks observed to the monopolar yaw pulley are typically attributed to mishandling and misuse such as a drop of the product or collisions with other objects or hard surfaces. The missing ceramic sleeve was found to be dislodged and not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley. The instrument was found to have an exposed electrode on the base of the spatula. The instrument conductor wire was not damage. The common cause of the failure mode thermal damage instrument monopolar yaw pulley is typically attributed to mishandling and misuse. The instrument was found to have a missing ceramic sleeve. The missing ceramic sleeve was not returned. The probable cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. The instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Energy was delivered without any issues on in-house system. The instrument was retested and passed all in-house testing on both attempts. The permanent cautery spatula instrument was fully functional. Also, the instrument was found to have the instrument cautery spatula bent. The bending damage was located at the distal end. The instrument was found to have indentations on the edge of the distal idler pulleys. The permanent cautery spatula instrument was found to have scratch marks and abrasions on the edge of the distal idler pulley. The scratch marks and abrasions were found on two locations of the instrument monopolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted transoral robotic surgery (tors), the permanent cautery spatula instrument did not allow energy with no notification. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.